Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17621. It was reported that the patient presented for follow up in clinic after the lead revision. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician upon the device interrogation. The high voltage lead exhibited low, out of range impedance since the lead revision. The device was explanted and replaced. The impedance value exhibited normal range after the device changeout procedure. The patient condition was stable.